Event description:
It was reported that this pacemaker exhibited undersensing that resulted in overpacing. The boston scientific representative noted that it was possible that there may be some ectopy beats below the ventricular tachycardia (vt) storage rate. Additionally, the patient is possibly having an accelerated junctional rate. The health care professional (hcp) noted that the patient was having a high heart rate, but it is unclear if the patient was intrinsically having a fast rate or if it was due to overpacing. The patient was asymptomatic. The device will be reprogrammed. The device remains in use. No additional adverse patient effects were reported.